Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported uncommand bolus issue. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported the personal diabetes manager (pdm) gave themselves 9 units while in automated mode. The blood glucose levels reached 62 mg/dl. The patient stated that they have eaten a granola bar and mentos. The iob (insulin on board) was at 7 units.